Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
Additional information received indicates there was no patient involvement. The sales representative was making an inquiry about which tools are necessary to complete a specific type of procedure; however, there was no case planned. Therefore, please disregard the report associated with this MFR number as there is no event to report.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.